Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-03600. It was reported that a patient presented with a pacemaker that switched to unipolar mode for low impedance on the right atrial lead. It was noted that the patient was experiencing stimulation in his arm. The nurse attempted to change modes and adjust sensitivity; however, the nurse was unable to change it. Eventually, the device was programmed to ventricular only. The patient was stable.